Event description:
A customer reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump with guidance from technical support, after which the cgm error code did not reappear, and the sensor session was successfully initiated.